Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion prime delivery and excessive no delivery tests. The bolus wizard functioned properly per bolus wizard sample in the user guide. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history screen. No bolus anomaly noted. Unit had cracked reservoir tube lip, scratched lcd window and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that insulin pump experienced a bolus anomaly. Customer's blood glucose was 483 mg/dl. During troubleshooting while customer was disconnected from insulin pump, a bolus was previously delivered but it later showed as if bolus was just being delivered. Caller was advised that insulin pump would need to be replaced.